Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer¿s blood glucose was 512 mg/dl customer could not recall what caused the bg level to reach high and reportedly applied manual injection to address the issue. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery.